Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after placing the ng tube, it was stuck and difficult to remove the stylet. The stylet was stuck in the tube and had to be forcefully pull it out. When it was removed, the end of the stylet was uncoiled and frayed.